Event description:
Depuy whipple screw was being placed in pt's right ankle when the screw broke off. Approx 1/2 of screw left in bone.

Event description:
Add'l info rec'd from MFR 3/9/2005: the mfg catalog number was not provided in the report and the product was not returned for eval. This mfg lot number was not provided in the report and the product was not returned for eval. The initial medwatch report (report no: 1818910-2005-00244) was submitted via fax to the FDA earlier today.